Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Catalog/lot number, 4111-0005/03846222001. Date of manufacture, 03/10/2008. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure.complaint reviewed. Device history record reviewed. Product not returned.(B)(4).

Event description:
Allegedly the surgeon removed plate due to fracture of the component.

Event description:
Allegedly the surgeon removed plate due to fracture of the component.